Manufacturer narrative:
The previously reported lead malfunction was submitted via qualifying alternative summary reporting. As there is new information the patient is deceased this qualifies for reporting via the 30 day format. Concomitant medical products: 419388 lead; 5076-52 lead; implanted: (B)(6) 2004. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was later reported the patient is deceased. The spouse alleges the patient expired as a result of the lead fracture. Additional information was requested but not obtained.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.